Manufacturer narrative:
H3: the pump and catheter were returned. No signification anomalies were identified. Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2008, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump and catheter were returned but analysis is not yet completed. Once the analysis results are updated, a follow-up report will be sent. Continuation of d10: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 24-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing an unknown drug via an implantable pump for spinal pain. It was reported that the company representative (rep) was at a pump replacement for normal battery depletion and when the healthcare provider (hcp) opened the pocket they noticed white fluid coming out of the pocket. The hcp was concerned the pump integrity was not intact and wondered if there was battery fluid leaking from the pump but technical services discussed pump anatomy and the fact that pumps are sealed to prevent any internal pump components leaking out into tissue. The rep stated the patient had no complaints prior to the case. The rep was asked if the patient ever had a mesh pouch used with pump implant; the rep wasn't sure but thought at one time this was true. Discussed possibility for granulation of tissue and the mesh pouch. Discussed catheter integrity. The rep stated the catheter looked intact but the hcp was going to revise the pump section of catheter and use a new connector. Discussed sending devices back for analysis. Additional information was received from the company representative who reported that actions taken to resolve the issue was the pocket was irrigated and the tissue that appeared compromised was removed. They were not sure if there was a catheter malfunction or if the catheter was leaking medication into the pocket. The patient's weight at the time of the event was (B)(6) . Additional information was received from the company representative who reported that the healthcare provider (hcp) thought the catheter was cut or broken and they didn't know if they had cut it during surgery or if the catheter was already damaged. They did not confirm if a pocket fill occurred, the hcp just wondered what caused all the white fluid in the pump pocket as they didn't know what it was. The hcp discovered that the tissue had a hard surface on the outer edge of the pump pocket which was why they removed the tissue that did not appear normal. Additional information was received from the company representative who reported that once the connector was replaced, the catheter was cleared via the catheter access port and it was easily aspirated. The patient was receiving hydromorphone (15 mg/ml at 3.983 mg/day)), clonidine (825 mcg/ml at 219.06 mcg/day), and fentanyl (825 mcg/ml at 219.06 mcg/day) at the time of the event.